Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with their implantable cardioverter defibrillator exhibiting an alert for exceeding the charge time limit. No programming changes or revisions were made. The patient was in stable condition.